Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 19mm trifecta gt valve was implanted. On (B)(6) 2022, the valve was explanted and replaced with a 19mm non-abbott valve. The reason for the explanted valve is unknown. No additional information was received.

Manufacturer narrative:
Explant due to unknown cause was reported, after more than three years of implant. The investigation found that all leaflet tissue was excised. The stent was fractured. There was fibrous tissue on the sewing cuff. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
N/a.

Manufacturer narrative:
Explant due to unknown cause was reported, after more than three years of implant. The investigation found that all leaflet tissue was excised. The stent was fractured. The sewing cuff was also mostly removed, and the sewing cuff ring was broken. Given the appearance and damage to the sewing cuff and ring, this fracture appears more consistent with damage during the explant procedure and potentially due to a difficult explantation from the annulus based on the fibrosis. There was fibrous tissue on the sewing cuff. Fibrosis and pannus may be triggered by immune response and healing after implantation, and the extent may be subjective depending on the patient. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined.